Manufacturer narrative:
The incident unit was returned to the service center for evaluation. The customer reported condition was confirmed. The investigation isolated the failure to the rem cable but a root cause could not be identified. A probable root cause could not be determined based on the information provided. The unit was also found to have dry joints on the low voltage power supply (lvps). No root cause could be determined. The lvps was re-soldered to address the condition. If additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the service center the equipment failed the test for upper rem-limit, 130-140 ohm, during yearly maintenance. The measured value was 150 ohm on cold equipment and 143 ohm on warm equipment. There was no patient involvement and no additional information was provided.